Event description:
The patient experienced no stimulation sensation after getting out of a chair. The programmer did not reveal any errors or a power on reset condition. The patient programmer batteries were changed. Additional information has been requested, but was not available as of the date of this report.